Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00266 on 26-aug-2020. Additional information (27-aug-2020): the operator informed siemens that waste splashed in the operator's eyes. The operator's blood was drawn for baseline testing and the employee was sent to the employee health center. The customer confirmed that no further follow-up treatment is required. The operator was not having any adverse effects and determined to be in good health. There was no delay in patient testing due to this incident. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that several errors were produced by dimension vista 1500 instrument. Additionally, the instrument continuously attempted to process an expired sample and cuvette wash solution from cuvette washer a was leaking into the biowaste. Siemens remotely assisted the customer and while troubleshooting the cuvette washer leak, the customer was splashed in the eyes with cuvette wash solution when removing the silicone tubing from washer a. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse determined that the channel to the vacuum transducer was occluded. The cse replaced manifold assay, associated tubing, and nine (9) parts, bleached the cuvette washer a probe, and successfully ran quick check. Then, the cse performed a complete system power down and reboot and enabled a software hold rule that was disabled. Siemens further investigated the issue and determined that the customer did not follow the instructions to wear proper personal protection equipment, outlined in the dimension vista's operator guide, when performing maintenance on the instrument. Since the operator was not wearing goggles, this allowed cuvette wash solution to splash into her eyes. The cuvette wash solution safety data sheet (sds), states that in the event of contact to the eyes "immediately flush eyes with plenty of water, occasionally lifting the upper and lower eyelids. Continue to rinse for at least 10 minutes. Get medical attention if irritation occurs." The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator was splashed in the eyes with cuvette wash solution from a dimension vista 1500 instrument while troubleshooting the instrument. The customer was admitted to the emergency room (ER) for treatment. The customer stated that she was not wearing protective goggles during the incident. There are no known reports of adverse health consequences due to this event.